Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and found the conductivity coefficient of variation (cv%) for both the reticulocyte and differential parameters running high (average 11%). The fse replaced the rf (radio frequency) preamp, and dialed in the mean channel for volume and conductivity, resolving the issue. (B)(4).

Event description:
Customer reported failures with the latron control during the daily quality control runs when using the coulter lh 500 hematology analyzer. The coefficient of variation (%cv) failed for the reticulocyte and differential parameters for the latron control runs. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.